Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level sensor generated an audible false alarm; however, no error message was displayed. The device was used to conclude the procedure. The user reported the surgical procedure was completed successfully, and there was no adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Eval in progress, but not concluded.